Event description:
The customer reported that the insulin pump delivered a bolus of 24.0 units that he did not program. The customer stated that the paramedics were called due to his low blood glucose and seizures. Troubleshooting was performed. The customer stated that his wife gave him a glucagon shot and his glucose reading was 79 mg/dl at the paramedic's arrival. Reviewed the programming, time, and date on the insulin pump and they were correct. Advised the customer to contact his doctor regarding his unexplained low blood glucose. It was stated that the customer's spouse requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.